Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and checked the o-rings/stopper groove for anomalies. No anomalies were found. Ran basal/bolus leaking test, and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a drop of insulin after taking out the reservoir. The customer's blood glucose was 229 mg/dl at the time of incident. The customer stated that they were unsure where the leak was coming from. The customer stated that there was moist on the o-rings. The customer was advised to change infusion set. The reservoir will be replaced and will be returned for analysis.